Event description:
It was reported that the shaft coating of the monopolar cautery instrument was found to be frayed. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined.